Event description:
Caller states the patient tested 4.3 inr on the coagucheck system and 3.2 inr on a comparison lab. No treatment information provided. Requested return of suspect system and replacement was sent. No adverse event reported.